Event description:
It was reported that the spinal cord stimulation (scs) patient experienced the clik anchor shaking when the output of stimulation was increased. The physician stated that he felt a pulsating movement when the clik anchor part was shaking. No impedance abnormalities have occurred. The patient later experienced increased pain at the clik anchor site. The physician considered the pain due to the fat layer at the site being thin. An x-ray was taken and the migration of the lead and clik anchor were not confirmed. The patient underwent a revision procedure to reposition the clik anchor a little deeper, so that it is not protruding from the surface of the body. The patient is doing well postoperatively and there is no pain in the anchor area. Stimulation adjustment was performed and paresthesia was induced in the pain area.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced the clik anchor shaking when the output of stimulation was increased. The physician stated that he felt a pulsating movement when the clik anchor part was shaking. No impedance abnormalities have occurred. The patient later experienced increased pain at the clik anchor site. The physician considered the pain due to the fat layer at the site being thin. An x-ray was taken and the migration of the lead and clik anchor were not confirmed. The patient underwent a revision procedure to reposition the clik anchor a little deeper, so that it is not protruding from the surface of the body. The implantable pulse generator (ipg) and lead remain implanted. The patient is doing well postoperatively and there is no pain in the anchor area. Stimulation adjustment was performed and paresthesia was induced in the pain area.